Event description:
During an aortogram a micro-puncture sheath was inserted in the right femoral common artery, but appeared to have no blood return. As the wire was removed from the micro-puncture sheath the tip of the wire was missing. X-ray noted it in the common femoral artery. Patient returned on (B)(6) 2015 for aortobifemoral bypass surgery and the piece was removed.